Event description:
It was reported to baxter (B)(4) that the reservoir of a ce infusor lv 5 device had ruptured during patient use. According to the report, the rupture occurred roughly 24 hours after therapy began. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).device evaluation: one used sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. The root cause of this issue cannot be determined. This is a single use device and will not be repaired.